Event description:
It was reported that the patient was admitted to the hospital. The report indicated that the patient was "out of it" and appeared over sedated. The pump had recently been refilled; no further information was provided. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).